Event description:
During a tcar procedure, the 0.014'' guidewire was noted to have created a dissection at the distal end of the cca which led to the placement of an additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
Complaint investgiation is underway and will be attached to this report.

Manufacturer narrative:
Complaint investgiation is underway and will be attached to this report.

Event description:
During a tcar procedure, the 0.014'' guidewire was noted to have created a dissection at the distal end of the cca which led to the placement of an additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.